Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard meridian inferior vena cava filter was deployed in the l3 vertebral body for a patient with pulmonary embolism. Completion venogram showed no evidence of migration. Approximately, five years ten months of post deployment, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was in place, centered at the l3 level, well below the renal veins. Filter dome was centered within the inferior vena cava lumen, without tilting. There were 6 inferior filter struts all of which penetrated the cava by 4-5 mm. Left posterolateral strut abuts the l3-4-disc space. Left lateral strut slightly abuts the aorta. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2014),g4. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pulmonary thromboembolism double mastectomy followed by blood clots in lungs. At some time, post filter deployment, it was alleged that the entire filter migrated to the heart, filter perforated the aorta and left posterolateral strut abuts the l3-4 space. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pulmonary thromboembolism double mastectomy followed by blood clots in lungs. At some time, post filter deployment, it was alleged that the entire filter migrated to the heart, filter perforated the aorta and left posterolateral strut abuts the l3-4 space. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower back pain; however, the current status of the patient is unknown.